Manufacturer narrative:
MFR initiated a class ii recall of charger 1.0, as a result of pts receiving burns while using the charger to recharge the ipg. As part of the recall, all charger 1.0 devices are being returned to MFR and replaced with a charger 2.0 device. No further investigation is necessary because the complaint failure modes for charger 1.0 has been investigated and associated causes understood. Co no longer manufactures or distributes charger 1.0 devices. This is the final report.

Event description:
A report was received, a pt had been burned by charger. The pt did not seek medical treatment for the burn. The pt said, it was a second degree burn and treated it like a sunburn, as the pt stated that she burns very easily. The burn has since healed. The pt was given a replacement charger and is reportedly doing well.